Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 30 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was not confirmed whether the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did allege insulin pump was over delivering as they had issue with glucose control constantly. No further complications were reported. Customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.